Manufacturer narrative:
Initial MDR recorded "irn" values however a transcription error was identified. The values are for international normalized ratio "inr." Device review: the user facility did not request an evaluation by the manufacture's regional equipment specialist. No parts were returned for failure analysis. During the technical support call, the customer indicated that he tested the machine after adverse event. During testing, the ultra-filtration (uf) balance error was out of specification for the simulated patient run. All other tests/checks per procedure were run without problems. During follow-up, the biomedical technician indicated that the pt run was out of spec due to the machine not being set up properly for the test. A subsequent pt run test passed and the machine was returned to service. A device history record review was performed and the device was found to have been manufactured per specification. The system level review of the 2008k2 machine and concomitant products found no indication that the products caused or contributed in any way to the pt event.

Event description:
The following is based on additional medical records received. The pt's primary cause of death was obtained from the end stage renal disease death notification form 2746. Primary cause of death was documented to be cardiac arrest, cause unknown. There was no secondary cause recorded. Correction from initial MDR: blood flow rate (bfr) 400, blood pressure prior to dialysis on (B)(6) 2015 was 103/68.

Event description:
A user facility reported that a patient coded during hemodialysis treatment. The following is based on the medical records received by the patient's treatment facility. During a dialysis the patient reportedly stated she needed to sit up, she collapsed and lost consciousness. Cardiopulmonary resusitation (CPR) was initiated and ems was called. She did not have any viable signs of life and her rhythm appeared to be asystole with background pacemaker activity. Initial cardiac rhythm ems reported was pulseless electrical activity (pea) and noted that patient had a pacemaker. The patient was intubated, CPR was resumed and epinephrine, bicarbonate and narcan were administered. The patient was transported to the hosp where she was diagnosed with cardiac arrest, acute respiratory failure and cardiac dysrhythmia. Resuscitation continued with an external jugular line was sited and arterial blood gases drawn. The resuscitative efforts were stopped and the patient expired. Dialysis settings at clinic for (B)(6) 2015: dialysate composition 2.0k, 2.5ca, mg 1.0, 100 dextrose; sodium 137meq/l; bicarb machine setting 35meq/l, bfr 4.0, blood pressure prior to dialysis 94/66.

Manufacturer narrative:
This is being reported as part of a system level investigation which will include an investigation of all fresenius products potentially in use at the time of the event. Medical record review: medical records were received and reviewed by post market surveillance clinical staff. It was noted that patient had prior hospitalization on (B)(6) 2015 - generalized fatigue over a week, increased shortness of breath, edema, orthopnea and elevated irn as high as 13 at home (irn is 12.32, chest x-ray does show evidence of congestive heart failure with effusion) treated with IV diuretics. Suspected-chf, blood loss anemia, coagulopathy, elevated irn so coagulopathy is being reversed, urinary tract infection treated with antibiotics, acute kidney injury or chronic kidney disease, left lower extremity cellulitis treated with expanded antibiotics, profound hypothyroidism, elevated liver function tests could be a component of hepatic congestion from her congestive heart failure, history of breast cancer, unclear if it is in remission, no death certificate or autopsy results were received. A supplemental report will be submitted upon completion of the plant's investigation.